Manufacturer narrative:
The device was not returned for analysis. An event of difficult device removal was reported. No device information was provided. Therefore, reviews of the device history record and the complaint history for the lot could not be performed. Based on all available information, a cause for the reported difficult device removal could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 27 mm navitor vision valve was selected for implant on (B)(6) 2024 using a large flexnav delivery system. The patient's aortic annulus measurements were under the following: 73.1 mm perimeter and 408.2 mm^2 area. Pre-dilation was performed with a 20 mm non-abbott balloon. It was noted that the non-coronary cusp (ncc) had calcification. The patient's aortic valve angle was 44 degrees. The valve was implanted. The final implant depth was 3 mm from the ncc and 4 mm from the left coronary cusp (lcc). While removing the delivery system, the radiopaque tip of the delivery system was caught on the valve and pulled it above the annulus. Two snares were used to hold the valve in place while a second non-abbott valve was deployed. The patient did not present with any clinical signs or symptoms. The patient was stable.